Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on the information gathered, there was no problem in the connection of the videoscope cable and the cleaning of the video connector socket. The device has been continuously used since 2015, it is presumed that the reported event occurred due to device age deterioration on the patient circuit board or the video connector socket, etc. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the cv-190 scope did not have an image. The user reported that they see a normal screen however the endoscopy image was not present. According to the report, the user tried troubleshooting the issue, however, it was not resolved. The reported issue occurred prior to the procedure. The patient was move to another room to start the procedure. There was no harm or injury reported due to the event.